Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On (B)(6) 2021, it was initially reported to gynesonics that a patient treated with the sonata system experienced a post-procedure infection. The patient underwent tfa with sonata on (B)(6) for two fibroids, one of which was 7.7 cm in maximal diameter (treated with three ablations). Participant attended ed on (B)(6) with generalized malaise, abdominal pain and fever and chills over the prior 4 days. Light watery pv loss on examination. Admitted to hospital and treated for post-procedure infection with antibiotics and analgesia. High vaginal swab microbiology reported as positive for group b beta haemolytic streptococcus. Discharged (B)(6) to complete course of oral antibiotics. Readmitted (B)(6) overnight treated with IV antibiotics. The clinical picture, which started approximately on or around pod#3 when the patient noted "generalized malaise, abdominal pain and fever and chills." She was "well enough to be discharged home on (B)(6) 2021 to complete course of oral antibiotics. Readmitted on (B)(6) 2021 with ongoing pain and feverishness. Further IV antibiotics administered. Discharged home on (B)(6) 2021 to complete further course of oral antibiotics." (B)(6) first admission: vs all wnl, afebrile (36.9º c). Abdominal exam nontender but "warm to touch." (??) Pelvic exam noted bilateral adnexal pain, l>r, some cmt (cervical motion tenderness) some question regarding whether this was inflammatory vs infection but was noted to have a temp spike on (B)(6) although the temp was not documented in the record. Abd exam still tender on (B)(6). Started on po narcotics and d/c'd home on (B)(6) (also on po flagyl and keflex) (B)(6) readmission notes: the patient was afebrile on admission, normal abdominal exam, normal pelvic exam. The physician noted "patient appears clinically well but giving clear history of being feverish at home. Needs admission for IV abx overnight." And the physician then indicated "admission for IV abx for post op infection." At that point she was admitted, administered IV antibiotics but not cultured. Subsequent consultation suggested that this admission was not consistent with infection but perhaps inflammation. Imaging was negative. Patient experienced symptoms consistent with a post-ablation inflammation syndrome.